Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample at the limit of detection (lod), either from the sample having a low titer or from lab cross-contamination. Additionally, the delay in sample testing outside of specifications and differences in testing methods between the cobas liat and the cepheid assays could not be ruled out as potential contributing factors. Throughout the data analysis, a systematic issue was not observed and a product problem was not found.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for the sars-cov-2 target and negative results the for influenza a and influenza b targets. The same sample was retested multiple times; on the same cobas liat analyzer and a different cobas liat analyzer using the cobas® sars-cov-2 nucleic acid test on the cobas® liat® system, and the cepheid assay and generated a negative result for sars-cov-2 each time. The positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.